Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was implanted into the patient. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent tah, cystoscopy, and bso. It was reported that the patient underwent excision of expelled vaginal suture on (B)(6) 2003. No additional information was provided.

Event description:
It was reported that the patient concurrently underwent tah, cystoscopy, and bso. It was reported that the patient underwent excision of expelled vaginal suture on (B)(6) 2003. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05212. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a removal of the mesh and another vaginal mesh was implanted. No additional information is provided at this time.